Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure upon delivery to the lesion, it was noted that the delivery shaft was fractured. The device was pulled out from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 40.5cm distal to the distal end of the strain relief. The outer and inner lumen and mid-shaft section found no issues. A visual examination of the balloon identified no damages. The device was returned with a product mandrel. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure upon delivery to the lesion, it was noted that the delivery shaft was fractured. The device was pulled out from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.